Event description:
It was reported that during the procedure after predilatation was performed the stent was diployed in the saphenous vein graft without difficulties; however, following stent deployment the stent delivery system (sds) balloon would not deflate. The sds was removed using moderate force when the shaft separated. The entire device was able to be removed as a unit with removal of the groin sheath. The vessel remained occluded and it was opted not to repeat the procedure. There was no pt injury and the pt was in stable condition at the end of the procedure.